Event description:
After further investigation, it was discovered that this event was not a revision as previously reported but was a primary surgery. This case file has been updated to a non-valid complaint status.

Manufacturer narrative:
After further investigation, it was discovered that this event was not a revision as previously reported but was a primary surgery. This case file has been updated to a non-valid complaint status. No further action required.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of knee components. Reason not reported.